Event description:
It was reported that this left ventricular (lv) lead was explanted for an unknown reason. No product allegations have been received at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this left ventricular (lv) lead was explanted for an unknown reason. No product allegations have been received at this time. No additional adverse patient effects were reported. New information was received that this lv lead remains implanted. The patient was admitted to hospital and treated in may 2022, for an infection in their spine. This was not cardiac related. Product remains implanted. No adverse patient effects were reported